Manufacturer narrative:
Updated to reflect new patient status.

Event description:
As found through source document review in the partners 2b study, the patient showed moderate stenosis three years post procedure. Further document review from the medidata clinical trial database indicates severe stenosis, with no indication of treatment. On the three year follow up echo, the aov peak gradient read 25.50 mmhg with the mean aov gradient 13.94. The valve area was noted as 0.6 cm2. In the source documents, the echo performed three years and 10 months post procedure, the aov peak gradient read 47 mmhg with the mean aov gradient 27. On the four year follow up echo report, the aov peak gradient read 59.58 mmhg with the mean aov gradient 35.23. The valve area was noted as 0.38cm2. The patient was admitted one month post four year echo, with a reported episode of syncope, and was found to have rll pneumonia and a uti. An echo was performed that showed progression of the gradient across the valve. The aov peak gradient was 53.3 mmhg and the mean gradient was 33mmhg. The aortic valve peak gradient is 64.1 mmhg and the mean gradient is 30.7 mmhg. The aortic valve peak velocity is 4.0 m/s. Trace aortic insufficiency is present. The lvot diameter is 20.0 mm. The lvot vti is 19.7 cm. The aortic valve vti is 72.8 cm. The aortic valve area by the continuity equation measures 0.8 cm2. The aortic valve area index is 0.4 cm2 additional information found through source document review, indicates that the patient passed away due to respiratory arrest, secondary to sepsis. The patient has severe as, severe sepsis, renal failure, and mixed cardiogenic/septic shock with no sign of improvement over the past 2 weeks. The family states that the patient would not want to be kept on life sustaining measures if no chance of significant recovery was likely. They now agree that extubating the patient and allowing a natural death would be with the patient's wishes.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors such as chf, dyslipidemia, and metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As found through source document review in the (B)(4) study, the patient showed moderate stenosis three years post procedure. Further document review from the medidata clinical trial database indicates severe stenosis, with no indication of treatment. On the three year follow up echo, the aov peak gradient read 25.50 mmhg with the mean aov gradient 13.94. The valve area was noted as 0.6 cm2. In the source documents, the echo performed three years and 10 months post procedure, the aov peak gradient read 47 mmhg with the mean aov gradient 27. On the four year follow up echo report, the aov peak gradient read 59.58 mmhg with the mean aov gradient 35.23. The valve area was noted as 0.38cm2. The patient was admitted one month post four year echo, with a reported episode of syncope, and was found to have rll pneumonia and a uti. An echo was performed that showed progression of the gradient across the valve. The aov peak gradient was 53.3 mmhg and the mean gradient was 33mmhg. The aortic valve peak gradient is 64.1 mmhg and the mean gradient is 30.7 mmhg. The aortic valve peak velocity is 4.0 m/s. Trace aortic insufficiency is present. The lvot diameter is 20.0 mm. The lvot vti is 19.7 cm. The aortic valve vti is 72.8 cm. The aortic valve area by the continuity equation measures 0.8 cm2. The aortic valve area index is 0.4 cm2

Manufacturer narrative:
Correction to date of event, as a new date was reported.